Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging he was unable to test on his onetouch ultra2 meter because it powers off during use. This complaint was classified using the customer care advocate (cca) documentation. The patient stated that the issue has been intermittent for the past few months and as a result of the alleged issue he has been to the hospital twice for hypoglycemia. The patient reported that he tests his blood glucose 7 times a day. The patient reported that he is currently taking a combination of medications including novolog 4 injections (unknown dose) per day based on carbohydrate intake and meter readings and lantus 90 units at night. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. On (B)(6) 2012 at 9:00am, the patient reported, he was having shortness of breath just before attempting to test on his meter. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported that he did not have his back up meter available. The patient reported, his wife did not attempt to check his blood glucose with his back up meter and transported him to the hospital. The patient reported that he was treated by the healthcare professional (hcp) with glucose paste (at an unknown time) and his symptoms abated within 15 minutes. The patient reported his blood glucose was drawn by the lab, but could not recall the reading on (B)(6) 2012 at 9:00am. The patient reported he was discharged on the same day. During the time of troubleshooting, the cca was able to resolve the alleged issue with training. Replacement products were sent to the patient. The meter involved in this complaint was returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following findings: complaint not confirmed. Based on the information provided, this complaint is being reported as an adverse event because, the patient alleged he was unable to test due to the alleged issue, developed symptoms suggestive of hypoglycemia, and required medical intervention by an hcp.

Manufacturer narrative:
The subject meter involved in this complaint has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: complaint not confirmed.